Event description:
Rymed caps broke. No known pt injuries. Unit: mi-3. Meds infusing: propofol, fentanyl. Propofol start date: (B)(6) 2015, 1300. Rate in mcg/kg/hr: 50. Rate in ml: 33.3. Date cap changed (if known): na- new insert. Refer to reference #'s: mw5055298, mw5055301, mw5055302, mw5055303, mw5055304, mw5055305, mw5055306, mw5055307, mw5055308, mw5055309, mw5055310, mw5055311, mw5055312, mw5055313,mw5055314, mw5055315, mw5055316, mw5055317, mw5055318, mw5055319, mw5055320, mw5055321, mw5055322, mw5055323, mw5055324, mw5055325, mw5055326, mw5055327, mw5055328